Event description:
On 11/06/2000, the distributor's sales rep informed the MFR's rep that a customer in their territory experienced a problem with the device in question (lot# of device not available); however, they did not have details on hand. On 11/09/2000, the MFR received a report via a fax from the physician's assistant (pa) along with two (2) radiology reports. The report states the following: the device was inserted in 2000, in the right ij patient was having discomfort from retension suture. Suture was removed. Catheter was in place and cuff was easily palpable. Pt went home, that evening the pt noticed the catheter had moved. Pt was otherwise asymptomatic. Upon return to the hospital it was noted the cuff was in original position, but the catheter was completely detached from the cuff and outside of the vessel. The catheter was removed and a new catheter was placed. Original cuff is still subcutaneous and palpable. The device was discarded upon explant. No further details were provided.